Event description:
It was reported that the patients normal pain returned due to difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). In addition, the clinician programmer would not connect to the ipg. The ipg became perpendicular in the pocket site due to approximately 30 kilogram (66 pound) weight loss. The patient underwent a revision procedure in which the ipg was replaced. The patient was doing well postoperatively. The explanted ipg will not be returned as it was discarded at the medical facility per hospital policy.